Event description:
Patient presented to the physician with ipg migration within the pocket, causing pain. Physician brought the patient into the or, removed the ipg, expanded the chest pocket, placed and repositioned the ipg back in the pocket, re-sutured, and closed.